Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® edta 2k contained foreign matter in the package. The following information was provided by the initial reporter: "hair was found in a package of tubes (367846) from lot. 0044130."

Manufacturer narrative:
Additional information was received which changed the reportability of this complaint. This MDR should be considered cancelled.

Event description:
It was reported that bd vacutainer® edta 2k contained foreign matter in the package. The following information was provided by the initial reporter: "hair was found in a package of tubes (367846) from lot. 0044130."